Event description:
It was reported that an insulin pump cartridge leaked during removal, with insulin pouring from the pump, after the caregiver changed the infusion site and then the cartridge due to elevated blood glucose; the pump was described as water tight, and the patient transitioned to subcutaneous insulin by pen while the pump was recharged and therapy was paused. Symptoms included hyperglycemia with a reported glucose of 417 mg/dl and no ketones. Outcomes included temporary interruption of pump therapy, use of backup multiple daily injections, and no need for professional medical intervention. Investigation included customer education on proper cartridge fill and use, confirmation that the replacement cartridge and infusion set were provided, and assessment that the cartridge chamber was not affected. Investigation of this case revealed that the event was consistent with a leaking cartridge while the device housing remained intact. It was concluded that therapy could be resumed with a new cartridge and infusion set and that the reported leak did not compromise the pump¿s water-tight integrity.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.